Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. An opened box with unopened samples of product were returned for analysis. During the visual inspection of thirteen unopened samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along the strand with no defects, damage or suture breakage noted. A functional test was performed and the tensile strength force was above the minimum requirement. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the samples received, no suture breakage was found and the tested samples met the finished goods requirements.

Event description:
It was reported that an animal underwent an animal surgery on an unknown date and a suture was used. During surgery, the suture breaks when pulling on needle.